Event description:
It was reported that when using the bd pyxis¿ medflex 1000, the request button for the validation code was not available when user attempted to override an item. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the there was no request button for validation code when trying to override item. A technical support specialist (tss) connected to the unit and verified that validation codes were enabled for both overrides and profiles, confirmed the validation screen functioned as expected, advised the user to contact pharmacy for the code, coordinated with specialty rx who clarified that codes are not provided without a profiled order, and confirmed the item was successfully issued via override. The system functioned as intended after the technical support specialist investigated the device.